Event description:
Surgeon attempted to tighten the setscrew down in a spinal construct but reported that the torque handle did not click out. Two driver tips were sheared off inside the setscrew hex during tightening. The tips were cold welded in the setscrew and cannot migrate. There was no adverse pt consequence as a result of this event. As an unintended portion of the device was left in vivo, an MDR is filed to document this malfunction. Device 1 of 3. See also: 1526439-2010-00183.

Manufacturer narrative:
Visual exam of the drivers under magnification showed plastic deformation, as the tip sheared off in torsion. The torque wrench was tested and it was found that the inner mechanism was frozen and not limiting torque. Wrench is supposed to click out at (B)(4). The wrench was mfg in 09/2008 and appears to have seen much use. Breakage of the tip was caused by the application of atypical force by user during tightening. The torque wrench was not functioning as intended and did not limit torque.